Event description:
It was reported that the fenestrated bipolar forceps (fbf) instrument wire was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found during central processing. There was no patient impact. The last procedure was completed with the same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. The instrument failed an electrical continuity and energy delivery tests. The conduct wire was exposed. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.